Event description:
The customer reports a pt began to complain of pain at the IV site. The catheter was removed at an unk time. Approx. 16 hours later, the pt had pain. Temperature increased to 102 degrees with respiratory problems. The pt was moved to the ICU unit and diagnosed with septic shock. It was determined that a thrombus had developed in the same arm the catheter was in. A thrombectomy was performed. The reporter was unsure how long the catheter had been in place or what had infused through it.